Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. A complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
It was reported that during the implant procedure the lead exhibited high pacing impedance. The lead was replaced. The patient is in stable condition.